Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in october 2014. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The shunt system was inspected as article fx448t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the shunt system was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the progav® 2.0 and the shuntassistant were permeable with difficulty. Adjustment test: the progav® 2.0 was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results showed that the valve was operating within the accepted tolerance in the horizontal, but not in the vertical position. A slight tendency of underdrainage was observed during the first measurement. A second measurement showed a clear improvement of the values. The valve was again operating within the permissible tolerance range. The improvement from the measured value was probably due to any deposits inside the valve being flushed out. Result: first, a visual inspection of the progav® 2.0 shunt system was performed. No significant deformations or damage to the valve were detected during the visual inspection. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. Both valves were permeable with difficulty. The progav® 2.0 was adjustable to all specified pressures and the brake function was fully operational and the braking force was within given tolerances. The computer controlled test showed that the valve was operating within the accepted tolerance in the horizontal, but not in the vertical position. A slight tendency of underdrainage was observed. Finally, the valves were dismantled. Inside both valves, a slight build-up of a substance (likely protein) was observed. Based on the investigation, the claim of the valve not functioning as intended was able to be confirmed. This was likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported miethke that a progav 2.0 sys ped.w/sa20 a.burrhole res (part # fx448t) was implanted during a procedure performed in 2015. According to the complainant, the valve was believed to be operating in under-drainage. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6) kilograms (kg), height: 90 centimeters (cm), gender: unknown.